Event description:
It was reported by the rep that during a lung procedure with the patient on the table at this time, the surgeon is unable to remove the device. The sales rep is on his way to the hospital. The instructions were reviewed. The sales rep reported the 4 stroke firing was used and the blade was reversed but would not release. The 2 white and 2 green reloads were used prior to the device locking on tissue. A green reload was on the device when it locked out.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: a like device was opened and fired and stapled next to the stuck device, which released it. They used this same device (not the stuck device) for another twelve firings in the procedure without incident. It was also reported that once the stuck device was released, the staple and cut line were normal.